Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used a mcgrath with x3 blade and there was a huge glare on the screen which resulted in that the patient aspirated; no protection of the lungs.